Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided: date of event - approximately 1990; date explanted - approximately 1990. This report is number 3 of 3 MDR's filed for the same patient (reference 0001825034-2016-01497 / 01499 / 01500). Product location unknown.

Event description:
Patient was revised due to unknown reasons. During the procedure, the acetabular cup was replaced.